Manufacturer narrative:
(B)(4).

Event description:
On 23 march 2018, an email was received from an eye care professional (ecp). The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the study of acanthamoeba keratitis conducted in the UK. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), (B)(6), was initially diagnosed with a corneal abrasion od while in latvia. The pt reported rinsing the eye with tap water during the night and rinsing the case with tap water as pt saw ¿dust in the case.¿ the pt reported wearing acuvue® 2 colours® brand contact lenses. The pt presented to the hospital on (B)(6) 2014 with a slightly painful and red eye with moderate photophobia od where the pt was diagnosed with acanthamoeba keratitis. The pt was treated with antiamoebics for 4 months. Va: 6/9 (20/32) od. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.